Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from consumers regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient and their representative reported that they noticed that the patient¿s pump began to work in a different manner beginning around may 6th or 7th. It was taking a longer time to deliver a bolus. It would start at 10% and jump to 70-90% and stay at 90% for a long time. The delay was so bad that they couldn't even administer the boluses themselves because the pump was implanted in their back, so now they had to have someone hold the communicator for them. The agent reviewed lag specific information. The lag issue was resolved through troubleshooting during the call. The patient was going to call back if further assistance was needed.